Manufacturer narrative:
(B)(4). The device was received by baxter. The leak was found to have an undetermined root cause. The reported condition was not confirmed. As the lot number was unavailable, a batch review could not be performed. If any additional relevant information is received, a follow-up MDR will be sent.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during the previous therapy. The home patient (hp) said that there was a leak, which had leaked through the dining room ceiling. There was no solution left in any of the bags. The technical service representative (tsr) explained the alarm. The hp disposed of the solution bags, but had the cassette which the tsr requested for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.